Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose was 6.5 mmol/l. The customer was assisted with troubleshooting. The customer stated that they were getting a white line on the top of the screen like a strip of pixels were staying white.,the customer stated that this was occurring on all the screens of the pump. Customer states the pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will not be returned for analysis.